Event description:
It was reported that patient faced an event where infusion set fell off during use on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 5.e1: name: (B)(6)country: united states of americastreet: (B)(6) based on the available information, this event is deemed to be a reportable malfunctionto date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380